Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 18 (max take-up revolution exceeded)" was confirmed based on the review of the archive data and during functional testing. The reported complaint of "the autopulse platform displayed fault code 16 (timeout moving to take-up position)" was confirmed based on the review of the archive data but was not confirmed during functional testing. The root cause for both reported error messages was the dislodged cable connector from the load cell amplifier to the processor board. The cable may have become dislodged over time from normal usage of the platform or device vibrations. There was no physical damage observed on the returned autopulse platform during the visual inspection. The archive data review showed multiple ua18 (max take-up revolution exceeded) and fault code 16 (timeout moving to take-up position) error messages around the customer's reported event date; thus, confirming the reported complaint. Further review of the archive data showed multiple user advisory ua07 (discrepancy between load 1 and load 2 too large) and fault code 42 (force overload tripped) error messages around the customer's reported event date, unrelated to the reported complaint. During functional testing, the autopulse platform failed to execute take-up due to the ua18 error message; thus, confirming the reported complaint. The reported fault code 16 error could not be replicated during the functional testing. User advisory 18 occurs when the driveshaft has traveled past the maximum number of revolutions without detecting a load. As take-up is performed, the driveshaft moved the lifeband past the maximum allowable take-up depth without detecting load change at the load plates. The take-up position is achieved when the load plates sense an additional 6 lbs. Of load compared to the pre-take-up load. In this case, ua18 occurred because the load cells didn't detect a load change during take-up. Load cell characterization test results revealed that both load cell modules were over-reported before take-up, which triggered the ua18 advisory message. During further investigation, it was found that the cable connector from the load cell amplifier to the processor board had slightly dislodged. The dislodged cable was also the root cause for the ua07 and fault code 42 error messages, which were observed in the archive data files. The cable was re-seated on the processor board to remedy the faults. During further functional testing, it was noted that the encoder driveshaft was stiff and could not rotate smoothly, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The autopulse platform was manufactured in september 2015 and is almost 6 years old, has exceeded its expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed fault code 16 (timeout moving to take-up position) and user advisory (ua) 18 (max take-up revolution exceeded) error messages. No patient involvement.